Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked alarm on (B)(6) 2025. Blockage was located in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007512, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6007512 was packaging according to the work instruction (wi) version 79, in the machine multivac 12, on 07/jun/2024, with a total of (B)(4) units. Assembly: the lot 4e04405 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 06/jun/2024, with a total of (B)(4) units. The lot 4e04406 was assembled according to (wi) version 27 on-line inspection for assembly of quick set on 07/jun/2024, with a total of (B)(4) units. Gluing of tubing the lot 4e04384 was manufactured according to the (wi) version 41 in the gluing of tubing in the machine, mp04, mp05 & mp08 on 02/jun/2024, with a total of (B)(4) units. The lot 4e04392 was manufactured according to the (wi) version 42 in the gluing of tubing in the machine, mp04, mp05 & mp08 on 06/jun/2024, with a total of (B)(4) units. Reiew of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.